Manufacturer narrative:
Device evaluation. 1 unit of evo-10-11-6-b and lot# c1867814 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 14 jan 2022. On evaluation of the device the flexor was observed to be kinked approximately 132cm from the introducer tip. Lockwire in place. Red marker past 4th dimpling. 0.035" wire guide passes through the zip port as intended. Handle actuating with slight resistance. Stent can be deployed and recaptured. Stent is intact. Lockwire removed without issue. Documents review including IFU review. Prior to distribution evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b of lot number c1867814 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1867814. It should be noted that the instructions for use (ifu0056) states the following: ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. The first step in the instructions for use states "remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring that the wire guide exits catheter at zip port". There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage caused to the device during handling of the device on removal from the packaging up to the point of feeding device over the wire guide. Wire guide passed through the zip port as intended during the lab evaluation, flexor may have kinked trying to push through initial resistance encountered while trying to feed the device over the wire guide. Summary . Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stents application system could not be pushed over the wire guide, as if lumen was blocked "as per cc form": the jag wire is in position and the applications-system does not going over the wire, because the wire guide-port is closed. The next evo-10-11-8-b works without problems and everything is fine. Lab evaluation date: 14 jan 2022 visual inspection: flexor kinked observed approximately 132cm from the introducer tip. Lockwire in place. Red marker past 4th dimpling. Functional inspection: 0.035" wire guide passes through the zip port as intended. Handle actuating with slight resistance. Stent can be deployed and recaptured. Stent is intact. Lockwire removed without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal what endoscope type and channel size was used? Olympus tjf 180 vr. What was the position of the elevator? N/a, open, closed. Details of the wire guide used (diameter, type, make)? Jagwire 0035 inch. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. Please advise the anatomical location of the intended target site.n.a. How long was the stent in the patient by the time this complaint occurred? N.a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.